Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
New information received notes that intermittent undersensing was observed again at a recent follow-up visit. Appropriate therapy was delivered but was delayed. The therapy converted the patient. Programming changes were recommended. No further information is available.

Event description:
It was reported that the device exhibited under or intermittent ventricular sensing. No further info is available.